Event description:
During a left shoulder surgery to repair a rotator cuff tear, an arthrex scorpion device was used to pass a suture needle through. The needle tip was noted to have broken off. The wound was visually inspected and inspected with the arthroscope but not seen. A fluoroscopy machine was brought into the operating room to search for the needle tip and was not found. Arthrex representative from team surgical was in the room during the procedure and stated that the needle tip would be seen by xray. Wound was irrigated with nacl and inspected again and the needle tip was not found in the wound.